Event description:
Event description guidant received information that this pacing system, which was implanted several weeks ago, has an atrial lead impedance greater than 3000 ohms. There is no atrial capture. The pulse generator has stored episodes of mode switches due to noise. The caller is questioning if this could be related to the setscrew.